Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 3 functional mitral regurgitation (mr), an anterior / posterior 2 (a2/p2) wide jet, a mitral valve area (mva) measuring 4.0cm, rheumatic leaflets, posterior 1/ posterior 2 (p1/p2) indentation and p2/p3 indentation for a mitraclip procedure. A mitraclip ntw was placed in the center of a2/p2, the mitral pressure gradient increased to 9mmhg. The blood pressure dropped. The procedure was discontinued without implanting a clip. When the miraclip ntw was removed and the mr and gradient returned to baseline. There was no reported clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis and hypotension. Mitral stenosis and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.